Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that: according to the complaint description, it was found that the drill guide could not be fixed with all the 4 locking holes on the plate shaft. The returned part was re-inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿does not fit with other parts¿ reported in the procedure. All the measurable features related to the matching of the plate locking holes with the drill guide were verified and resulted conforming; no visual defects manufacturing related have been identified. The raw material has been verified through review of certificate documented in the DHR review section. No evidence of nonconformances manufacturing related found. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned item, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Mia is disposed as unconfirmed due the fact that the plate was returned and found conforming: the available data doesn¿t support the complainant¿s description of the complaint condition. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part is returned to customer quality as per procedure. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. (B)(4): cqcchart reviewed and the lcp ulna plate was used off-label in the initial approach since this was an ankle procedure. The distal radius plate was also off-label use once the reported malfunction occurred. This will be reported as a serious injury due the change in plate from ulna to radial. Device history records review was conducted. The report indicates that the: part #04.112.143s / lot #l482195, please note, this DHR review is for sterilization procedure only: manufacturing location: (B)(4), supplier: (B)(4). Manufacturing date: 05.jul.2017 expiry date: 01.jun.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 04.112.143 / h385476 was manufactured in us. Part #04.112.143 / lot #h385476. Part mfg date: 15 june 2017, part exp. Date: n/a (for sterile part numbers only), manufacturing location: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.7/3.5 mm ti lcp lat distal fibula plate 6h/left/112 mm was processed through the normal manufacturing and inspection operations with no nonconformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Part #442.531s / lot # l538860, please note, this DHR review is for sterilization procedure only. Manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 22.aug.2017 expiry date: 01.aug.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile 442.531/ l520057. Manufacturing location: (B)(4), manufacturing date: 08.aug.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported device was used in the surgery for the ankle fracture on (B)(6) 2017. The lcp (locking compression plate) distal ulnar plate was planned to be used during the procedure due to the small medial malleolus of the patient. When the surgeon tried to attach the drill guide to the shaft of the plate in question, it was found that the drill guide could not be fixed with the shaft of the plate. Moreover, it was also found that the drill guide could not be fixed with all the 4 locking holes on the plate shaft. The surgery was completed by using the lcp distal radius plate (straight). During the investigation was found that the concomitant material 2x (323.034 / 8959288) drill guide as part in complaint added. The surgery was extended for 15 minutes. No adverse consequence to the patient was reported. Material received on 30.oct 2017, the concomitant device part and lot number was added to the complaint. An additional concomitant part 323.034, lsp distal radius plate was added to the complaint recorded. The complaint involved 3 parts. Concomitant device: 1x unk drill guide, 1x unk lcp distal radius plate straight, 1x 323.200 / 8117659 universal drill guide 2.0. This report is 1 of 3 for (B)(4).